Event description:
Following explant, it was determined that there was a poor connection between the implantable neurostimulator (ins) and the extensions; only 2 out of 4 setscrews were tightened. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator (ins) and extensions have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.